Manufacturer narrative:
H10 h3,h6: the reported fast-fix 360 curved needle delivery systems, used in treatment, will not be returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the device broke during use. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive forces applied to the device during use. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality.

Event description:
It was reported that during a knee arthroscopy surgery the fast fix broke off while it was in contact with the patient, all the broken pieces were removed from the patient's anatomy. No delay was reported. Surgery was finished using a smith and nephew back-up device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.